Event description:
It was reported that this right atrial (ra) lead became dislodged. It was successfully replaced with a new lead. This device is not expected to return for analysis. No additional adverse patient effects were reported.